Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician met resistance while withdrawing a ruby coil through a px slim delivery microcatheter. The pusher wire of the ruby coil became kinked and the ruby coil unintentionally detached. The slim microcatheter was removed and the detached ruby coil was flushed out. The procedure successfully continued using the same slim microcatheter and additional ruby coils. There was no report of an adverse effect on the patient.